Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, alerts for low, out of range, pacing lead impedance was observed on the left ventricular lead. It was suspected that the low impedance was due to the patient's heart failure condition and fluid being overloaded according to (B)(6). The patient was brought back into the clinic for further evaluation. No intervention was performed. The patient was stable and will continue to be monitored remotely.